Manufacturer narrative:
(B)(4). The customer reported that the device did not charge and shock as expected. There was no report of pt involvement. The device was evaluated by a philips field svc engineer. The problem was isolated to the external paddle set. The paddle set was replaced to resolve the issue. The device was returned to svc.

Event description:
The customer reporter that the device did not charge and shock as expected. There was no report of pt involvement.